Event description:
A customer contacted beckman coulter inc. (Bec) reporting a slow clear fluid leak on the bench top under their coulter lh 750 hematology analyzer. The customer was unable to locate the source of the leak. Per customer, the instrument was also giving aspiration errors. There is an exposure control plan in place at the facility. The operator was wearing personal protective equipment (ppe) consisting of gloves, lab coat and eye protection at the time of the incident. No injury or exposure was reported. No patient samples were affected by the leak.

Manufacturer narrative:
A field service engineer (fse) went on-site and found leak coming from vent line tubing to needle which was broken off. Fse replaced tubing and found that needle was plugged. Fse then flushed ports on the needle and performed verification with no errors the cause of the leak was broken vent tubing to needle and plugged needle. (B)(4).